Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This report was submitted june 26, 2017.

Event description:
It was reported that during a procedure, the artis q ceiling got locked up. The unit had to restarted, however, the table was not functioning and the patient had to be moved. The procedure was successfully completed on an alternative unit. There are no injuries attributed to this event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a mechanical error of the proximity switch at the flat panel detector. The investigation of the system log files showed that the proximity switch at the flat panel detector (fd-guard) became active without an actual collision and did not reset for 30 minutes. In such cases, table and stand movements are still possible in override mode with significantly reduced speed. Therefore, the user can still move the system away from the patient to remove the patient from the defective system and move him to an alternate system. During trouble shooting on the affected system, the service engineer found that the tension of the return spring of the switch in the collision protection device (cpd) of the fd was insufficient which led to permanent contact. The affected spring was adjusted mechanically which solved the problem. The system is fully functional and no further corrective actions are planned at this time.